Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zmc for investigation and the evaluation is currently underway. A review of the download data from the event was performed. The device flag data does not indicate any device malfunction. The review of the data indicated that the device was able to detect and treat during use in the field. No deficiencies alleged. There is no indication at this time that a device malfunction caused or contributed to the adverse event.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received six treatment shocks from the lifevest. At 03:36:14 on (B)(6) 2017 the lifevest detected an arrhythmia. Gel was released and a defibrillation shock was delivered at 03:37:26 while the patient was in vt at 200 bpm. The post-shock rhythm was sinus rhythm at 100 bpm with atrial bigeminy and nsvt. The patient received a second defibrillation shock at 03:37:48 while in sinus rhythm at 90 bpm with atrial bigeminy. The post-shock rhythm was sinus tachycardia at 130 bpm with nsvt transitioning to vt at 210 bpm. The patient then received three shocks while in vt at 03:38:10, 03:43:38, and 03:44:00, respectively. Following the third shock, the patient's rhythm was bradycardia at 35 bpm with nsvt terminating in severe bradycardia at 20 bpm degrading to asystole. Post-shock asystole is a known potential outcome of defibrillation. The patient received a sixth and final treatment defibrillation at 03:44:25 while in asystole. Following the shock, the patient remained in asystole with intermittent cardiac activity until the electrode belt was disconnected at 03:45:33. Asystole is considered a non-treatable rhythm by the lifevest. The patient later passed away.